Manufacturer narrative:
Device was received completely destroyed. Device had severely damaged case, severely damaged electronic assembly, cracked and bleeding lcd glass, damaged motor, broken display window, damaged case bottom, severely damage battery compartment, severely damaged reservoir compartment/retainer and missing serial number label. The test p-cap and reservoir will not lock in place in the reservoir compartment due to severely damaged reservoir compartment and retainer. Unable to perform the displacement test due to completely destroyed pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was broken. Customer's blood glucose level was 140 mg/dl at the time of incident. Customer stated that the reservoir was not able to lock when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.